Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. The reported patient effects of tissue damage, cardiogenic shock, mitral regurgitation, heart failure and death, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated ¿in this case of severe mitral regurgitation, there was a very challenging procedure due to friable leaflets. The operators were experienced and have made careful attempts at achieving good grasping. They ended up the index procedure with 2+ mr with multiple clip implantation and stable hemodynamic status. The patient decompensated 3 hours after the index procedure resulting in cardiogenic shock. The patient was maintained with a balloon pump and another procedure was attempted the following day but no grasping was possible. There was no evidence of clip detachment, probably rather worsening leaflet injury due to the friable texture of the valve. Increased mr was probably the cause of the acute decompensation. The second procedure was aborted and the patient died a few hours later due to critical hemodynamic condition. There was no evidence of device malfunction and no specific concerns expressed by the treating physician.¿ all information was investigated and the reported single leaflet device attachment/slda and device damaged by another (dislodged) appear to be related to patient morphology/pathology (friable leaflets/worsening of the leaflet injury), and procedural conditions (the clip from the second mitraclip procedure interacting with this implanted clip, causing the implanted clip to detach from the anterior leaflet). The difficult or delayed positioning (difficulty grasping the leaflets) was related to the patient anatomy and due to the condition of the leaflets (friable leaflets). Tissue damage resulting in mr appears to be due to patient and procedural conditions, and the heart failure and cardiogenic shock, cascading effects of the mr. Death appears to be due to patient/procedural conditions. The reported additional therapies/non-surgical treatments and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The other 3 mitraclip devices mentioned in b5 are filed under separate medwatch MFR report numbers.

Event description:
Subsequent to the initially filed report, the following information was received: the mitraclip delivery system (cds) (nt 00324u126) was advanced, during steering the delivery catheter handle was difficult to retract; grasping attempts were made but were unsuccessful due to the anatomy. The nt clip caused the leaflet tear. The clip was not implanted and the cds was removed. Another cds (xtw lot 00311u177) was advanced, grasping was difficult. The leaflets were grasped, and the clip was implanted; the leaflet tear worsened. Clip (xtw 00407u147) was advanced, grasping was difficult. The clip was implanted, again the leaflet tear kept worsening. A third clip (ntw 00327u137) was implanted without issue reducing mr to 2+. On (B)(6) 2020 a second mitraclip procedure was attempted to treat the torn leaflet. The cds (ntw 00518u127) was advanced but grasping was unsuccessful due to the anatomy. The leaflet injury continued to worsen during the attempt to grasp. The clip (ntw 00518u127) interacted with the implanted xtw clip (00407u147). As a result of the interaction and worsening of the leaflet injury and due to the friable texture of the valve the xtw clip (00407u147) detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The ntw clip (00518u127) was not implanted. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two mitraclips referenced are filed under different medwatch report numbers.

Event description:
This is filed to report the patient death ((B)(4)). It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). Mitraclip delivery system (cds) ((B)(4)) was advanced and the clip was implanted without issues; however an anterior leaflet tear was noted. To further reduce mr, clip (xtw (B)(4)) was successfully implanted, but the leaflet tear worsened. Mr was reduced to 2+. Approximately three hours after the procedure, the patient decompensated and went into cardiogenic shock. A balloon pump was placed. Echocardiogram was performed, showing mr increased to 4 and the grasp with the xtw (clip (B)(4)) had worsened. On (B)(6) 2020, a second mitraclip procedure was attempted to treat the torn leaflet. Cds (ntw (B)(4)) was advanced but grasping was unsuccessful due to the anatomy. The leaflet injury continued to worsen during the attempt to grasp. The clip was not implanted. As a result of worsening of the leaflet injury and due to the friable texture of the valve the xtw clip ((B)(4)) was now only attached to one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). No clips were implanted on (B)(6) 2020, the procedure was aborted. The patient expired the same day, a few hours later due to the patients critical hemodynamic condition. In the physician¿s opinion, the mitraclip contributed to the patient death; the leaflet morphology/tissue kept falling apart with grasping the clips. The increased mr was likely the cause of the acute decompensation. No additional information was provided.